Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery with heavy calcification and moderate tortuosity. The 2.5x38 mm xience proa stent delivery system (sds) failed to cross the lesion due to the anatomy and the stent detached from the balloon. The stent was recovered with the delivery system balloon. There were no adverse patient effects. No additional information was provided.